Manufacturer narrative:
The reported event was confirmed through functional testing and archive data review of the autopulse platform (sn (B)(4)). The root cause is due to a defective load cell. Evaluation of the platform during initial power up, revealed a user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) error message on the user control panel. The archive data was reviewed and contained multiple ua 7 error message on the reported event. A load characterization check was performed and identified a defective load cell. As part of routine service during testing, the platform was examined and found physical damage on the top cover. This observation is unrelated to the reported event. After replacement of the load cell and the damaged top cover, the platform was functionally tested and operated as intended. The platform passed all testing specifications with no further issue observed. The autopulse platform is a reusable device and was manufactured on 21 nov 2006 and has exceeded its expected service life of 5 years. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(4).

Event description:
During shift check, the autopulse platform (sn (B)(4)) displayed user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) error message on the user control panel. No patient involvement.